Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Malfunction of the device and mechanical malfunction are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent non-functioning device issues. Fluid loss is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent fluid loss. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) implant device presented to the clinic with their device not cycling. The patient was examined in clinic, and the physician could not get the ipp device to cycle. A surgical procedure was performed during which the device was explanted and replaced. Upon explant, the physician found there was a hole and fluid loss on the left cylinder. The patient fully recovered, and there were no patient complications reported.